Manufacturer narrative:
Reported event of feeding tube detached. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in a percutaneous endoscopic gastrostomy procedure that was performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician pushed the peg over the wire, the peg tube separated in half at the transition zone. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.